Manufacturer narrative:
A1-a5 patient information was not provided. D.4. Serial number is unknown. This information will be provided in a supplemental report if made available. H.4. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. H11 livanova deutschland manufactures the centrifugal pump console, the event occurred in france. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report of a scpc console which shut off even though the battery indicator showed it was charged. The event occurred during procedure. There was no patient involvement.